Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump experienced a button error alarm. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back plan. The product is being returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window.